Event description:
Complainant alleged that while attempting to treat a patient. The device was unable to obtain an ECG signal and displayed a dotted baseline. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.